Manufacturer narrative:
(B)(4). Vyaire field service representative (fsr) went onsite and evaluated the ventilator. Upon checking, the fio2 alarm was triggered, it was found that the pin on o2 sensor was bent. Fsr replaced the oxygen sensor cell, calibrated the transducers and performed operational verification procedure (ovp). The ventilator meets all factory specifications.

Event description:
The customer reported system not working correctly with avea std unit. The customer confirmed that there was no patient involvement associated with the reported event.